Manufacturer narrative:
Insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, broken battery tube threads, minor scratches on window, missing end cap sticker and debris under window.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 127 mg/dl. The customer insulin pump had a craclk near the battery cap, crack near the infusion set, and also crack on the screen of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.